Manufacturer narrative:
Device was further evaluated in the product analysis center (pac). It was determined that the cause of the reported issue was due to the shorted and cracked capacitor, c181, on the user interface pcb assembly.

Event description:
The third party service agent contacted physio control to report that their customer device had displayed a white screen when powered on. A white screen is indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio control service representative performed an initial evaluation of the customer's device and verified the reported issue. The customer's device will be forwarded to our product analysis center (pac) for further evaluation. The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The third party service agent contacted physio control to report that their customer device had displayed a white screen when powered on. A white screen is indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.